Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that acute coronary syndrome occurred. In (B)(6) 2010, the patient presented due to unstable angina and coronary angiography was performed. The target lesion was an in-stent restenotic lesion located in the proximal left anterior descending (lad) artery with 80% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with direct placement of a 3.50x20mm promus element¿ drug-eluting stent. Following post dilatation, residual stenosis was 0%. On the same day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with central chest pain, radiating to both shoulders associated with palpitations and sweating. The patient was diagnosed with non-st elevation acute coronary syndrome and was hospitalized. On the same day, coronary angiography was performed and a pressure wire study of the lad indicated that the disease was not flow limiting. Five days later, the event was considered to be resolved without residual effects and on the same day, the patient was discharged on increased dose of felodipine and dual antiplatelet therapy for 12 months as well as atorvastatin was recommended.